Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-6480 pump is not stopping and is showing an over pressure message. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. -one unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. -the returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. - a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. -during functional testing, the device failed to display an overpressure message on the screen. It was noted during the test that the pump did not stop. No problem was found. -the coupler was damaged and did not work as intended. It had to be adjusted manually to insert the tubing. - it was noted during the test that the pump did not stop during the test. The motor/rotating parts made a loud noise when running. - the review of complaint records for serial number (B)(6) shows that the device has no previous complaints. - visual evaluation showed signs of wear in the pump housing close to the latch door and signs of rust/oxidation. Cracks on the top cover. The original warranty seal was present and completed. No problem found. -the manufacturing date of the device is 2016-07. -complaint allegation is not confirmed.